Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va17p3l, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they replaced her device, they noted the device lasted about 9 month to a year. The patient stated it was shocking them, they had a lot of nerve pain, so the healthcare professional (hcp) decided to move it the right side. The patient stated the obviously, it was not working. The patient was asked to clarify what she meant by not working, the patient stated that her urgency was more intensified, then it was just constant shocking and feeling it. The patient stated she knew the leads were out of place. The patient stated her symptoms went from using it 30-40 time back to 60-70. The patient stated that of course it was shocking her feet and toes and she knew that it was not what it was supposed to be. The patient stated she tried reprogramming and they did an x-ray and it was out of place. The patient stated it did help with symptoms. The patient noted it did help with pain if they didn¿t go as often. The patient further stated her device had never really worked, it had been out of place or hitting in the wrong place. The patient further stated just with it being off there was a big difference and she did not really notice it until they would turn the device off. The patient stated they said give it a week or two, let your body see what happen and then she realized how many the device helped. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.